Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional tests were performed and no defect was observed. The condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) a basic solution set which was unable to be primed. According to the report, when attempting to prime the set with tpn, the nurse had to repeatedly squeeze the bag to prime the line. The solution did not easily flow through the line with clamps open. The process step is during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.